Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water."

Event description:
It was reported that the patient allegedly experienced catheter balloon burst on several different occasions. It was later reported by (B)(6) via email 21jan2019 that the patient suffers from an enlarged prostate with urinary retention; this has been an ongoing issue. The catheter was placed transurethrally using the syringe supplied in the tray. During each catheter change the patient allegedly experienced bleeding. It was later reported by (B)(6) via email 22jan2019 the patient was uncertain if any balloon pieces were missing. The patient advised that the catheter was used due to a urine retention problem, which came from the enlarged prostate.